Event description:
It was reported to olympus their hd camera head has no image. There was no reports of patient death, harm, or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection, it was noted the cable showed signs of discoloration and the cable had shorted. The reported event was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the event. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The image failure was discovered prior to use. The device was inspected before use. The diagnostic procedure was completed with another camera, and was slightly delayed. There was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.